Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
[Oral-b electric toothbrush handle] has developed burn marks around the charging port¿ appears to have overheated while charging [device catching fire]. Case narrative: consumer stated via chat that electric toothbrush handle has developed burn marks around the charging port, as it appears to have overheated while charging. No injury was reported.

Manufacturer narrative:
08-oct-2025 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
[Oral-b electric toothbrush handle] has developed burn marks around the charging port¿ appears to have overheated while charging. [Device catching fire]. Case narrative: consumer stated via chat that electric toothbrush handle has developed burn marks around the charging port, as it appears to have overheated while charging. No injury was reported. Follow up: product investigation results: no manufacturing cause' and 'no design issue' identified based on investigation.